Manufacturer narrative:
The customer performed an advia centaur xp (B)(4) confirmatory test prior to the (B)(4) test. Upon performing the (B)(4) test, it was determined the (B)(6) result was (B)(6). As stated in the instructions for use, the assay is intended to be used on samples that are repeatedly (B)(6). The intended use section of the advia centaur/advia centaur xp (B)(4) confirmatory (conf) assay instructions for use states:" the advia centaur (B)(4) confirmatory assay is an in vitro immunoassay for the qualitative confirmation of (B)(6) in human serum and plasma (potassium edta, lithium-heparin, or sodium-heparin), and neonatal samples using the advia centaur and advia centaur xp systems. The assay is intended to be used to confirm the presence of (B)(4) in samples that are repeatedly (B)(6) using the advia centaur (B)(4) assay. The results section of the (B)(4) confirmatory (conf) assay IFU states: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(4) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that current methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result or invalid confirmatory result does not exclude the possibility of exposure to or infection with (B)(6)."

Event description:
Customer observed (B)(6) confirmed result. This result did not match other results of (B)(6) screen on the patient sample. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) confirmed result.